Event description:
It was reported that multiple cartridges was damaged at the cartridge tubing, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer blood glucose level was between 180 to 220 mg/dl .

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.